Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitra clip (60506u145) referenced is filed under a separate medwatch report.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The left atrium was noted to be enlarged and there were long, mobile leaflets. There was a large central jet in the anterior 2/posterior 2 (a2/p2) mitral valve leaflet segment. The first clip (60509u208) was implanted in the medial area of the jet. After leaflet implantation, it was noted that the clip had detached from the anterior leaflet, remaining attached to the posterior leaflet. Two additional clips were implanted, lateral to the first and the mitral regurgitation (mr) was reduced from grade 4 to grade 2-3. The physician decided to implant a fourth clip (60506u145), medially to the 1st clip; however, during advancement into the left ventricle, as the delivery catheter (dc) handle was moved forward, the clip delivery system moved unexpectedly under the anterior leaflet and the clip caught in the chordae. The clip could not be removed and was deployed in the chordae, where it became caught. Final mr grade was 2-3. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated. The challenging leaflet anatomy likely contributed to both the reported difficulty grasping the leaflets and subsequent single leaflet device attachment (slda). In addition, it appears that poor imaging quality (procedural conditions) contributed to the slda as it likely affected leaflet insertion in the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, it was noted that the long, mobile leaflets made grasping difficult. Additionally, the echocardiogram images were not very clear and sharp during the procedure; thus, visualization was not optimal. No additional information was provided.